Event description:
The customer reported that her olympus evis exera ii xenon light source was not displaying an image during an unspecified procedure. According to the initial reporter, the procedure was able to be completed. Reportedly, the unit¿s data card was the only issue. Additional details relating to the patient and the event have been requested but were not provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was inspected and tested using olympus-test scopes and video processor. All images appeared stable, and the unit was functioning properly. However, the front panel was found deformed. The socket slider switch was worn out, causing a poor connection and intermittent use of high intensity mode. The front and rear lamp heat-sinks had burn marks present, as did the lamp posts. A non-olympus lamp was installed and reading at over 300+ hours of use. It is strongly recommended that the customer replace the lamp with an olympus-approved model for optimal performance. All other functional tests were passed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out socket slider switch and burn mark on the heat sink could not be identified. Olympus will continue to monitor field performance for this device.